Event description:
Attorney's report of patient's alleged perforated colon, physical pain, permanent injury and required additional surgeries. The complaint originated from the patient's attorney to the implant physician. During the trial the physician alleged that the injuries were due to the recalled ck patch.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.